Event description:
It was reported that gatch assembly is leaking onto the floor. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
The customer evaluated the stretcher and ordered replacement parts to repair the device. The customer was asked to return the replaced parts for eval. A follow-up medwatch report will be submitted if the parts are returned for analysis.